Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and also began complaining of a lack of proper rotation in her hip. It is further alleged that diagnostic workup revealed the presence of high levels of cobalt and chromium in the patient's blood and following an MRI, she was diagnosed with significant trunnionosis after finding "a lot of metal debris" surrounding the implant. She was revised on (B)(6) 2016.

Manufacturer narrative:
An event regarding corrosion involving a v40 cocr lfit head that was mated with accolade stem. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: although the lot code was not provided, the device description of size and offset, the date of implant and reported failure mode, suggest that the device is in scope of the lot specific voluntary recall ra 2016-028 which was initiated for the lfit v40 cocr heads. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and also began complaining of a lack of proper rotation in her hip. It is further alleged that diagnostic workup revealed the presence of high levels of cobalt and chromium in the patient's blood and following an MRI, she was diagnosed with significant trunnionosis after finding "a lot of metal debris" surrounding the implant. She was revised on (B)(6) 2016.